Manufacturer narrative:
Weight, ethnicity, race-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -5.0/+3.0/095 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2021. The lens was removed intraoperatively due to excessive vault. A shorter lens was implanted on a later date and the problem was resolved. The cause of the event is reported as unknown.